Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 13 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number. H3 other text : see h.10

Event description:
It was reported that the needle hub separated into the shield with a syringe 0.5ml 31g 6mm s/c u-100 relion¿. The following information was provided by the initial reporter: consumer reported needle hub separated and stayed inside of the shield, consumer does not re-use. Stated that the problem occurred a few days ago.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle hub separated into the shield with a syringe 0.5ml 31g 6mm s/c u-100 relion¿. The following information was provided by the initial reporter: consumer reported needle hub separated and stayed inside of the shield, consumer does not re-use. Stated that the problem occurred a few days ago.